Event description:
The customer reported bellavista1000e us giving alarm 305 communication to cfb disconnected, doesn't go past start up screen, unknown if using hl7 while all other units are not. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. However, vyaire medical representative went on site. When the unit turned on it wouldn't continue to pass the start up screen. The unit shows an error code 305. Initiated mainboard replacement according to service manual and performed software upgrade to version 6.19. Base unit test, preventive maintenance procedure and verification test passed. The unit worked according to manufacturer specs. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical field service representative went on site to evaluate the device. Exact root cause not established however, it is most likely that there is a problem with the board-level communication between the epc and the cfb.